Event description:
This report addresses the use error-reuse of supplies. The customer contacted baxter's technical service center to report a check heater line alarm and system error (se) 2267 found on the home choice (hc) device during fill 4 of 5. During troubleshooting the home patient (hp) stated that he had removed the supply bag and swapped it for the heater bag. The hc had then alarmed with es 2267. The baxter technical representative (tsr) had explained the alarm and assisted in clearing the alarms. The tsr advised the hp to inform the registered nurse(rn) regarding performing a manual exchange to complete therapy. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for use error, reuse of single-use product was confirmed because reconnecting disconnected solution bags is a use error that can cause contamination. The cause for the use error was undetermined. A labeling review found the patient at home guide to be adequate for use/user error related to this incident.